Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A healthcare professional reported that a scan result of 'lo' (reading less than 40 mg/dl) was obtained using the adc freestyle libre sensor when the customer (a child of 9 years) was tested and as a result the father "sweetened" the child. It was further reported that a subsequent reading of 457 mg/dl was obtained on the built-in reader at an unspecified time and the customer experienced unspecified symptoms of hyperglycemia. Customer had contact with a healthcare professional and a reading of 400 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and injected with 2 units of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A healthcare professional reported that a scan result of 'lo' (reading less than 40 mg/dl) was obtained using the adc freestyle libre sensor when the customer (a child of (B)(6) years) was tested and as a result the father "sweetened" the child. It was further reported that a subsequent reading of 457 mg/dl was obtained on the built-in reader at an unspecified time and the customer experienced unspecified symptoms of hyperglycemia. Customer had contact with a healthcare professional and a reading of 400 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and injected with 2 units of insulin. There was no report of death or permanent impairment associated with this event.